Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was bilateral inguinal hernias. The procedure performed was laparoscopic total extraperitoneal bilateral inguinal hernia repair with mesh. (B)(6) 2012 - a revision was performed 1 year after the initial implantation. The patient underwent a surgical revision from the first surgery for a totally extraperitoneal converted to transabdominal laparoscopic repair of recurrent right inguinal hernia with mesh. The pre- op diagnosis was recurrent bilateral inguinal hernias and post-op diagnosis was recurrent right inguinal hernia, direct. The patient experienced adhesions; recurrence; and mesh removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.